Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device did not perform as expected. The device was empty upon removal. All components, but the balloon were removed. A new aus was implanted. There were no patient complications.